Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse performed platelet decontamination, which fixed the plt startup failure. He also found the sample probe was worn and he replaced the sample probe, which fixed the leak. The white blood cell (wbc) results were voting out (resulting in non-numeric values). He replaced the wbc bath and adjusted calibration of the normal quality control (qc) and the instrument ran without wbc voteouts. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported an uncontained leak of approximately 3ml from the baths of a coulter ac·t diff 2 analyzer while performing startup. The customer reported failing platelet (plt) results at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.